Event description:
During the procedure, the inflation handle was attached to stent. The balloon was not able to inflate. A crack was noted in the hub of the cypher select plus delivery balloon. Another stent was used to complete the procedure.

Manufacturer narrative:
This device (lot 14038980) is distributed outside the united states; however, it is similar to the united states product. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.